Event description:
It was reported that the patient presented for follow up with noise exhibited by the right atrial lead. No interventions or patient symptoms were reported. Further information was requested but not received.